Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have woken up to a battery out limit alarm. Customer's blood glucose was 539 mg/dl, which was treated with insulin pen. Customer reported of changing battery and alarm occurred during normal use. Customer was received assistance in clearing alarm and was advised that battery cap would be replaced.